Event description:
It was that this pacemaker triggered a lead safety switch (lss) due to high out-of-range (000) pacing impedances on this right ventricular (rv) lead. The plan was to replace the lead. The lead was surgically abandoned and the device was explanted and replaced due to normal battery depletion. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).